Event description:
Persistent and unexplained pain one year after the implantation of the anatomic prosthesis. The implantation of the anatomic prosthesis was performed on (B)(6) 2017. The patellar implant was not replaced during this implantation. During the visit on (B)(6) 2018, the surgeon describes a patellar problem (instability and dislocation). The decision of the revision surgery was taken during the patient clinical monitoring by the surgeon on (B)(6) 2018. The surgeon describes an unexplained pain, a patellar problem as well as a femoro-tibial instability requiring a surgical revision. Additional information : the unexplained pain was already reported by surgeon during the visit on (B)(6) 2016. At that time the patient had another knee prosthesis. Associated devices: anatomic® tibial base plate for fixed bearing insert cemented size 3 (reference: (B)(4) and batch number: 257352). Anatomic® fixed bearing insert size 3 thickness 12 (reference: (B)(4) and batch number: 258375). Patellar implant (reference and batch number: not communicated).

Manufacturer narrative:
The raw material certificate attests that the raw material of the component femoral, tibial base plate complies with the (B)(4) standard. The raw material certificate attests that the raw material of the insert complies with the (B)(4) standard. The review of the manufacturing history records shows that the devices (component femoral, tibial base plate and the insert) have been manufactured according to our specifications and drawings. The devices have been inspected during manufacturing process and no anomaly was detected. The review of the sales data shows that the totality of the batches ((component femoral, tibial base plate and the insert) was implanted without any other incident reported the review of the internal vigilance database reveals no similar incident related to an unexplained pain that led to revision surgery after the implantation of the anatomic prosthesis cemented. It is reported in the recorded patient file during the patient clinical monitoring by the surgeon that unexplained pain was present before the implantation of the anatomic prosthesis and the patient has been several repeat surgeries before this implantation. The surgeon also reported a patellar problem with instability and/or dislocation some months after the implantation (for information the patellar implant was placed during a previous implantation) and a femorotibial instability. The analysis of the x-rays and the patient file did not reveal an explanation for these complications. In conclusion and according to the elements in our possession, the origin of the incident cannot be established.